Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose. The paramedics checked his blood glucose and it was 28mg/dl. It was stated that the customer was unconscious, and had to be given cardio-pulmonary resuscitation. The customer then was taken to the hospital. The doctor believes the low glucose was not related to the insulin pump and he did not want her to stop using the device. Troubleshooting was performed. The infusion set was changed three days prior to her admission. The time and date were correct. It was stated that the doctor lowered the basal, and he believes her liver is still producing insulin, which may have caused the low blood glucose. The units of insulin left on the status screen matched to the remaining insulin in the reservoir. No further information was provided.